Manufacturer narrative:
Device history record review: four complaints have been received on this symptom code. Sample analysis: no sample has been received and no available product is available for an eval. Conclusion: the reported complaint is unconfirmed. Event data to be trended per quality data analysis procedure.

Event description:
The nurse indicated that her cycler alarmed and she powered off the cycler. When she reset the cycler and removed the cassette, there was fluid in the cycler pump module. There is no report of ill effect. There is no sample.